Event description:
The user facility reported a 70-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that during the impella insertion the patient developed a large hematoma requiring femostop. Hematoma ¿milked¿, and fem stop placed 3 cm above site on 60mmhg of pressure. The decision was made to keep impella in place as 250 of contrast was used, but after 3 hours in ICU impella weaned and explanted due to hematoma concerns. Hemostasis achieved via 2 hours of femostop. Patient was stable following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the bleeding was a lack of vessel recoil onto the repo sheath because the patient was large, and the repo unit is not as long as the14f x 25 cm abiomed sheath that was peeled away.